Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. In (B)(6) 2018, the patient reported dyspnea and echocardiogram revealed severe aortic insufficiency with no suggestion of endocarditis. On (B)(6) 2018, tte revealed dilated left ventricle, ejection fraction of 68% from the left ventricle. The prosthesis could not properly be documented due to poor quality; however periprosthetic insufficiency was observed with origin of the wide jet at the level of the posterior prosthetic ring. On (B)(6) 2018, suggestive image of posterior veil rupture was observed with prolapse in the lvop causing severe aortic insufficiency. On (B)(6) 2018, the 25mm trifecta valve was explanted and a 25mm regent valve was implanted. During explant, disinsertion was observed on one of the leaflets from the post / suture ring. Mitral repair was also completed due to left ventricle dilatation secondary to aortic insufficiency. The patient is reported discharged and asymptomatic.

Manufacturer narrative:
An event of dyspnea, aortic insufficiency and left ventricle dilation was reported, along with a confirmed leaflet tear. Leaflets 1 and 2 were torn at their shared stent post and were fibrotically thickened. Fibrous pannus ingrowth was noted on the outflow surface of leaflet 3 and inflow surfaces of leaflets 1 and 3. This pannus ingrowth straddled the free-edge commissure between leaflets 2 and 3, creating a retraction in leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, which confirmed that the device's in-production assessment fell within established manufacturing requirements and the valve met specifications prior to release. The cause of the tear and insufficiency could not be conclusively determined; however, the noted pannus had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.